Event description:
It was reported a patient underwent a total primary knee arthroplasty on an unknown date in 2022 and topical skin adhesive was used. Post op, suspected pji (prosthetic joint infection), due to redness around the adhesvie. Additional hospitalization, two times dair (debridement, antibiotics, and implant retention) procedure, prolonged stay on orthopedic ward ( >1 month), intravenous antibiotics. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and the follow response was received. There is no further information available this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.